Event description:
Pt to ir (interventional radiology) dept for evaluation of surgical placed bard power port. It was determined by the doctor that the catheter was broken and a large segment was sitting in the patient's heart. Part of the catheter was still in the r atrium and we were able to snare it out of the heart and replace the defective port with a new port. Patient underwent an echo and had an extended hospitalization. It is unknown what caused the catheter to fracture.======================manufacturer response for bard single lumen power point, power port (per site reporter).====================== rep states that this has happened a couple other times as well. Please contact (B)(6) for additional information at (B)(6).